Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process. After resetting the pump, the malfunction code did not recur, and the customer was instructed to continue using the pump while being advised to call back if the issue returned.